Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented in clinic for followup with fatigue and a low pulse rate. Post-paced t-wave oversensing was observed on a real time electrocardiogram. Programming changes were made. Patient was fine afterwards.